Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient reported an error message on the receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported potential reportable event could not be confirmed. A root cause could not be determined.